Manufacturer narrative:
Method: upon receipt of the device, moog will conduct a failure investigation and submit a follow up report with results. Customer says pump was returned, but has not been received to date. A review of complaints for autofuser was conducted and this is the first complaint from this lot number.

Event description:
Where tubing screws into catheter male luer lock is leaking. Rotator cuff repair, 0.5% marcaine, 100ml dose.